Event description:
It was reported via a call that the rn in the cardiac care unit (ccu) stated that the pt was received from the cath lab at 1840hr mdt post intra-aortic balloon (iab) insertion. The iab was inserted via a sheath in the pts' femoral artery. Per the rn, since the pt was transferred to the ccu from the cath lab, the pump has been alarming fiberoptix sensor (fos) out of range. The rn placed the pump in operator mode and the alarm went away. The clinical support specialist (ccs) verified that the intra-aortic balloon pump (iabp) was currently pumping and meeting the goals of therapy. The rn said fos arterial pressure (ap) light was lit and that fos icon was green. Fos status codes were sl (strong light) and re (ratiometric error); fos out of range alarmed again. The css verified that the central lumen was transduced to the pump . The css had the rn disconnect the fos slide and cal key and reconnect. There were no tones heard, and there was no ap waveform on the pump. Fos status codes remained unchanged. The css requested that the rn place the pump back into autopilot, and the pump immediately went to xducer. The css explained that the pump was not able to consistently recognize the fos ap that the pump wasn't able to switch to the transducer when the pump was in operator mode and the fos was selected. The css had the rn remove the fos slide and cal key. According to the rn, the pump was functioning well with no alarms utilizing the transducer. The css requested that the rn mark the catheter to be saved after removal from the pt to be returned for analysis.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.